Event description:
The customer reported the unit intermittently locks up and fails ops check.

Manufacturer narrative:
The unit was evaluated at philips, and the reported symptom was verified. Replacing the therapy pca resolved the reported symptom.